Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin, overfilled, and was not performing the air removal step. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 250 mg/dl.